Manufacturer narrative:
On 22-dec-2026, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a trupulse generator, us, and an error 202 ciu not connected occurred (meaning control interface unit). Device investigation details: technical services performed remote evaluation of the device. Work order service report was sent to johnson & johnson medtech for analysis. The investigator confirmed log files have been uploaded to lightning and trupulse system has been used in several cases and issue was not present. System performing as intended. A device history record evaluation was performed for the (B)(6) finished device, and no internal actions related to the reported complaint condition were identified. As part of the quality process, the devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a trupulse generator, us, and an error 202 ciu not connected occurred (meaning control interface unit). When the catheter was in the rspv (right superior pulmonary vein) the physician couldn't deliver pfa (pulse field ablation) with foot pedal. The j&j rep pressed stop button to clear the error, and while standing at the console the system started automatically delivering pfa. It happened to be in a spot that they wanted to deliver so the physician let the generator deliver a full round of pulses. They pressed stop button continuously and the physician disconnected the catheter. The 202 error was still present. The trupulse generator was rebooted and the error 202 cleared. However, the physician opted to continue the case with a ngen rf generator. The procedure was continued and completed. No patient consequences were reported.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).